Manufacturer narrative:
As part of heartflow's internal review, we identified a potential computed tomography (CT) dataset was incorrectly accepted for processing the heartflow analysis. Ydgch-249lxy-gzyk: the investigation identified that the available CT dataset was incorrectly accepted due to the combination of a stent in the left system and a greater than 30% stenosis in the left main vessel. Heartflow incorrectly assessed image quality during the acceptance of this dataset due to misinterpretation of the CT data by the automated technology and inspection process. The heartflow analysis is not validated to process cases when there is a greater than 30% stenosis in the left main vessel and a stent in the left system due to the unknown impact on the accuracy of the analysis. The customer was notified of the investigation results. The physician clarified that the patient remained symptomatic after their percutaneous coronary intervention (pci) procedure for the lad vessel, so they ordered coronary computed tomography angiography (ccta) and the heartflow analysis to evaluate the left main and the lcx vessels. They reported that it was helpful to receive the heartflow analysis, even with the issue that heartflow identified and communicated. The patient's symptoms have not progressed and no problems have occurred. They plan to have the patient undergo pci for the left main stenosis next week. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.

Event description:
Heartflow identified a potential computed tomography (CT) dataset was incorrectly accepted for processing an analysis.